Event description:
Device was returned for repair. Customer reported: overheats after short time on attachment, noisy, stops noise with delay; problem with cooling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device showed signs of water damage and was not functioning properly. The device was also found to overheat. This was attributed to improper maintenance of the device. Device was replaced and returned to the customer.